Event description:
It was reported during the procedure, while advancing the subject guidewire to the treatment site, there was no feedback to the device when twisted. The device was withdrawn and it was found fractured 10 cm from the distal end. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.